Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the ets-flex fired once ok. On the 2nd firing, the stapler stapled the left side only-proximal half and cut partially. To control the bleeding, clips were used. More reloads were used to complete the case and they worked well. There was no consequence to the patient.